Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 , h11 corrected field-b5,e1,h6 (type of investigation investigation findings, componenet code investigation conclusion), received a message via teams to call gary at st. Francis regarding a gas loss alarm on a cardiosave. The phone number given was called multiple times and voicemail left on one occasion. All attempts at contacting him through the number given or the main hospital number were unsuccessful.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave intra-aortic balloon pump (iabp) regarding gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding gas loss alarm. There was no harm or injury reported.